Manufacturer narrative:
H6): added codes: 772, 814, and 2199.

Manufacturer narrative:
The device was returned and evaluated on 06 may 2021 by a cross functional team. Obvious damage seen to outer jacket running from port to 8.7cm from distal tip. In the area of the broken outer jacket, there are exposed and broken fibers present. The inner lumen had kinks seen in the area of the broken outer jacket, but otherwise intact. This failure has been determined to have occurred during use of the device due to no manufacturing or design issues noted when the device was released for distribution, and historically this failure mode has been seen when the guide wire is forced in an opposite direction of the catheter causing the inner lumen to pull away at the port, causing a tear in outer jacket. The component code and health effect impact code (heic) field was intentionally left blank. A supplemental MDR to follow upon availability to enter component codes (B)(4).

Event description:
A philips representative became aware on 21 apr 2021 that a peripheral atherectomy procedure commenced on (B)(6) 2021 to treat a slightly calcified fibrous lesion in the patient's proximal superficial femoral artery (sfa). The physician chose a spectranetics turbo elite laser atherectomy catheter to treat the patient. According to the physician, the device reportedly "basically fell apart" as soon as it was removed from the package. It was reported that the outer sheath covering the device's fibers was town, just distal to the device's rx wire exchange port. The physician stated to the philips rep that they noticed the problem before it went into the patient, as they were prepping the device. The procedure was completed successfully with a second device with no reported patient injury. This event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation. The device was returned to the manufacturer for evaluation and the device evaluation is present.